Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results, a CAPA was not requested.

Event description:
Associated medwatch reports: (B)(4) (9610612-2022-00322) pl741su. (B)(4) (9610612-2022-00323) pl741su.

Manufacturer narrative:
Investigation results had been reported and submitted previously.

Event description:
Update: patient harm changed from "unknown" to "additional medical intervention necessary". Information has been requested at the clinic at least three times. Associated medwatch reports: (B)(4) (9610612-2022-00322) pl741su and (B)(4) (9610612-2022-00323) pl741su.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl741su - caiman disp.instr.articulat.d5/360mm. According to the complainant, the tip of the jaw broke and fell into the patient's abdominal cavity. Patient harm was unknown. Additional details have been requested. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch report: (B)(4) (9610612-2022-00322) pl741su.

Manufacturer narrative:
Investigation results: visual investigation: during a visual inspection we noticed, that the shrink hose is damaged and a part of the hose is missing. The described failure " could not be confirmed, the tip / jaw is completely and in a proper condition. The plug of the instrument is cut off, the plug itself was not enclosed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 1(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale without further knowledge about the circumstances we assume, that the distal end of the instrument was not straightened before removing the instrument out of the patient trough the trocar. This may cause damages on the shrink hose by scratching at the edge of the trocar. A further possible root cause is the usage of a not suitable trocar. Conclusion and measures / preventive measures: based upon the investigation results th root cause is most probably usage-related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Update: involved components added. Associated medwatch reports: 400573199 (9610612-2022-00322) pl741su, 400573198 (9610612-2022-00323) pl741su. Involved components: pl741su - caiman disp.instr.articulat.d5/360mm - lot 52748757, pl740su - caiman disp.instr.non articul.d5/360mm - lot 52782874.